Manufacturer narrative:
The referenced signs of myocardial recovery and disconnection of the lvad was reported under medwatch report# 2916596-2017-02077. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 30 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (B)(6) 2012. It was reported that due to signs of myocardial recovery, with return of intrinsic function with ejection fraction of 55% and noted lvad dysfunction with preserved native function, the patient went to the operating room for disconnection of lvad, removal of percutaneous lead (driveline), with the outflow graft left in place and clamped. Also reported within the event was unreported complications of enterococcus faecalis bacteremia. The patient had developed a driveline bacteremia and intravenous antibiotics were initiated, and then switched to doxycycline by mouth. The event date is an estimated date. No additional information was provided regarding the driveline infection.

Manufacturer narrative:
A direct relationship between the device and the reported event could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Pump support was discontinued on (B)(6)2013 due to signs of myocardial recovery. The device remains turned off, in situ. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.